Event description:
It was reported, that the patient presented for follow up. An interrogation of the device revealed, high defibrillation impedance exhibited by the right ventricular lead consistent with conductor fracture. The patient was scheduled for replacement. And the lead was partially explanted with the distal coil and tip of helix abandoned. The patient was stable.

Manufacturer narrative:
The reported events of high defibrillation impedance and conductor fracture were not confirmed by analysis. As received, a partial lead was returned cut in three-pieces. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasions that breached the ring electrode and right ventricle lumens and exposed the inner coil upon visual examination. The etfe coating of the ring electrode and right ventricle cables were not abraded in this region. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies except for procedural damage.